Event description:
Counted 5 kittner rolls at beginning of case. At the end of case there were 6 kittners. They may have stuck together.

Manufacturer narrative:
Customer reported incorrect quantity in sku 15505/25 lot 1436. Package labeled as 5-pack contained 6 units. No adverse reactions reported. Root cause determined to be operator oversight during final packaging. Staff was retrained and additional packaging checks implemented. Device was not returned for evaluation.